Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to bra-roll (back) on (B)(6) 2020 using the cooladvantage+, coolcurve+ contour applicators. A second treatment occurred on the submental on (B)(6) 2020 with the same applicators. Patient developed paradoxical hyperplasia (pah/ph) on upper and mid back (bra fat area) after treatment, diagnosed on (B)(6) 2020. Moderate bruising occurred after both treatments and "lop post 1st session" resolved without medication. Physician described tissue as "firm to touch - enlarged area only at point of applicator contact" with "visible enlargement".

Manufacturer narrative:
Corrected data d1: brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to bra-roll (back) on (B)(6) 2020 using the cooladvantage+, coolcurve+ contour applicators. A second treatment occurred on the submental on (B)(6) 2020 with the same applicators. Patient developed paradoxical hyperplasia (pah/ph) on upper and mid back (bra fat area) after treatment, diagnosed on (B)(6) 2020. Moderate bruising occurred after both treatments and "lop post 1st session" resolved without medication. Physician described tissue as "firm to touch - enlarged area only at point of applicator contact" with "visible enlargement".